Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. A review of the black box history indicated a power on reset on (B)(6) 2007 at 8:18 pm. The time and date were incorrectly set on the pump. During testing, the pump time and date were set correctly. The rewind, prime and load steps were successfully performed on the pump with no alarms. The pump was exercised for (B)(4) hours on a 1 unit per hour basal rate. The battery was removed for about 6 hours and then reinserted into the pump. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed the pump time and date did reset to the default settings.